Event description:
The customer reported that the IV set leaked at the upper fitment and tubing engagement during a chemotherapy infusion. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
This report was filed by the manufacturer. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.